Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the applier product code and lot number? The applier product code is ka200 and lot number is unknown.- please confirm if there is an issue with the applier there is no issue with the applier. If yes, please create a product complaint and provide the respective reference number(s). N/a.- what suture type and size was used? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.- when the event occurred, was the suture placed near the hinge of the clip? Yes.- were you able to lock the clip closed on the suture? No. If yes, after it closed, was the clip holding securely fixed on the suture? N/a. - was the applier checked for damaged (jaws straight and aligned)? There is no damage with the applier. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).

Event description:
It was reported that a patient underwent a bladder total extirpation procedure on an unknown date and suture clips were used. During the procedure, the clip was unformed. The clip could not be deployed. The clip was not fed into the jaws properly. Another device was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 type of investigation (b18 - device discarded).